Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2020 it was reported the patient had an infection at the stoma site and was treated with an unknown antibiotic. On (B)(6) 2020 it was reported that the insertion site was not improved after antibiotic treatment. It was advised to use fucidine with metaline compresses twice a day for wound care.